Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 syringe 3ml ll 200 s/c experienced difficult plunger movement and device damage/deformation which were noted during use. The patient also experienced a serious injury in the form of hyperglycemia as a result of the defect. It has not been specified whether medical intervention/treatment was sought/received as a result of the hyperglycemia. The following information was provided by the initial reporter: material no. 309657, batch no. 8344622. Description of issue: customer reported a couple weeks ago ((B)(6) 2019) that she was attempting to fill her new cartridge as a new user and she was trying to put the needle tip in the cartridge "all the way" so when she was attempting to force the needle tip into the cartridge, the needle tip broke, on 6 different instances. ((B)(4)) this was prior to customer's pump training and customer was able to watch a (B)(6) video after the 6th needle tip and observe that resistance is normal and that the needle should only be inserted about 1/4" not the entire 3/8". Customer stated when the needle tip broke she attempted to change out just the broken needle tip and on the same syringe but the syringe plunger appeared "stuck" after she changed just the needle tip and she was unable to fill the syringe with insulin. This did not happen after the new needle tip was inserted into the cartridge, but prior, so distributor will not classify issue as a 'fill resistance issue' but as a 'needle/syringe issue'. Customer went a few hours without insulin on this day and her bg rose to ~300mg/dl before she was able to get a new cartridge filled with insulin. Number of occurrences:6 needle tip issues and 5 syringe issues. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. Item number bd 26 g, 3/8¿ needle ¿ 305110, needle lot number: 9077703, 3 ml syringe ¿ 309657. Syringe product lot number: 8344622. For bd product only, are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: products unavailable for bd investigation so distributor will goodwill replacements.

Event description:
It was reported that 5 syringe 3ml ll 200 s/c experienced difficult plunger movement and device damage/deformation which were noted during use. The patient also experienced a serious injury in the form of hyperglycemia as a result of the defect. It has not been specified whether medical intervention/treatment was sought/received as a result of the hyperglycemia. The following information was provided by the initial reporter: material no. 309657 batch no. 8344622. 1. Description of issue: customer reported a couple weeks ago (B)(6) 2019) that she was attempting to fill her new cartridge as a new user and she was trying to put the needle tip in the cartridge "all the way" so when she was attempting to force the needle tip into the cartridge, the needle tip broke, on 6 different instances. (B)(4).this was prior to customer's pump training and customer was able to watch a youtube video after the 6th needle tip and observe that resistance is normal and that the needle should only be inserted about 1/4" not the entire 3/8". Customer stated when the needle tip broke she attempted to change out just the broken needle tip and on the same syringe but the syringe plunger appeared "stuck" after she changed just the needle tip and she was unable to fill the syringe with insulin. This did not happen after the new needle tip was inserted into the cartridge, but prior, so distributor will not classify issue as a 'fill resistance issue' but as a 'needle/syringe issue'. Customer went a few hours without insulin on this day and her bg rose to 300mg/dl before she was able to get a new cartridge filled with insulin. 2. Number of occurrences:6 needle tip issues and 5 syringe issues 3. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. 4. Item number. Bd 26 g, 3/8¿ needle 305110. Needle lot number: 9077703. 3 ml syringe 309657. 5. Syringe product lot number: 8344622. 6. For bd product only, are samples available for investigation? No. 7. Did issue cause any injury? If yes, what type of injury? No . 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No . 9. Resolution: products unavailable for bd investigation so distributor will goodwill replacements.

Manufacturer narrative:
Investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.